Event description:
Per the physician, the patient is experiencing issues with skin overgrowth on the abutment. The patient has had ¿surgical adjustments¿ with no success. More information has been requested, but was not available at the time this report was filed august 26, 2009.